Event description:
A report was received from the USA stating that the clinician reported that the ventilator turned off and back on and initiated in apnea ventilation. The ventilator was swapped. There was no patient injury. The date of the event was not provided.

Manufacturer narrative:
The user facility was called to determine the status of the device. Upon receipt of additional information, a supplemental report will be submitted. (B)(4).